Manufacturer narrative:
Evaluation summary one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found that the electrode was removed out of the pouch. The electrode was detected by the generator. The polyhesive gel covering the electrode surface was relatively dry to the touch. The pads were assembled correctly. Continuity was checked with satisfactory results. The pads failed erit testing, because the gel was dry. Moisture loss occurs as soon as the pad is removed from the pouch. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was used when patient had burn to abdomen site. No further information available at this time.